Manufacturer narrative:
H2) correction: d3 manufacturer establishment name corrected. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device had no damage, scuffs, pinch marks, cracks, crazing, or cuts observed. The device was filled with 250 ml of colored water using a syringe to detect any occlusion or leakage. The device did not pass the occlusion test due to the liquid continuing to pass through the line.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "occlusion." Troubleshooting was done but the alarm continued. Event occurred while with a patient but no patient harm was reported.